Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data were provided for evaluation. The complaint confirmation of a failed transmitter could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. Data was downloaded previously for evaluation and it contained nothing related to customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.